Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a weak signal alarm from the insulin pump. The customer's blood glucose reading was 419 mg/dl. The customer's blood glucose reading was 393 mg/dl and she took a bolus with 4 units of insulin. While testing for the blood glucose, the customer received a weak signal alert. The customer was advised to ensure the pump is located within 6 feet of the transmitter. The customer was advised to monitor the pump and call back if additional assistance is required.